Event description:
While preparing for an operation, it was alleged that sterile packaging had deteriorated. There was no patient involvement.

Manufacturer narrative:
Deteriorated package. Investigation is on-going.